Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All units are 100% inspected and tested during the manufacturing process. The instructions for use state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." When the incision is enlarged, the specimen can be removed without incident. This document represents our final report.

Event description:
Lap hysterectomy with davinci- "when extracting the adnex from the patient, the specimen fell out of the bag. There was a hole in the bag and a piece of plastic in the patients cavity. They decided to use a second bag and the same happened. It looked like the bottom of the bag had come off repeatedly, while trying to pull out the specimen in the closed bag. (At normal application of force) -see (B)(4) - same procedure".

Manufacturer narrative:
(B)(4). No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.